Manufacturer narrative:
The sample was returned to the baxter limited tokyo office for analysis. Per baxter tokyo, the sample flowed within performance specification.

Event description:
The customer reports on infusor sv1 infusor overinfused its contents of morphine hydrochloride with a total volume of 46ml "8 hours faster than expected." Customer reports no adverse clinical reaction.